Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, inappropriate shock due to oversensing on the rv lead was observed. There was also high pacing threshold. Lead dislodgement was noted on chest x-ray. Defib therapy was turned-off and the patient was scheduled for lead revision. Lead was explanted and replaced. The patient's condition during and post-surgery was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.